Manufacturer narrative:
A customer from outside the united states observed depressed atellica im ca 19-9 results for neat (undiluted) samples which were discordant relative to results following sample dilution. The initial ca 19-9 results were high, but not above the assay's measuring range (1.20-700.00 u/ml). When diluted, each sample produced much higher results. Additional dilution testing performed for investigation several days later reproduced the pattern seen in initial testing. Higher ca 19-9 results obtained following sample dilution were considered consistent with the patient's clinical picture. Update, 05-jan-2025: siemens has concluded the investigation. Review of instrument data showed no issues affecting either aspiration or dispense of ca 19-9 reagents or sample. Review of result details shows that measured signal values for the neat and diluted samples were similar, which is not typical. Siemens recommended repeat testing of neat and diluted samples on an alternate analyzer, but testing was not performed due to insufficient remaining sample volume. No additional investigation is possible due to lack of available sample. The atellica ca 19-9 instructions for use (IFU) notes the following, under dilution recovery: ¿sample-dependent nonlinear dilutions can be observed." The assay provides results from 1.20-700 u/ml and only samples with levels 700 u/ml should be diluted and retested. Based on the available information, the issue was sample specific, and the definitive cause cannot be determined. The customer is operational and no longer expresses concern regarding dilution recovery at this time. No systemic product problem was identified. Notes: 1) additional customer information which was not available at time of initial report has been furnished in section e1. 2) codes for investigation findings and investigation conclusions have been updated in section h6.

Event description:
The customer reports observation of depressed atellica im ca 19-9 (ca 19-9) results for neat (undiluted) samples which were discordant relative to testing of the same samples following dilution when using ca 19-9 lot: 547. The customer reports observation of initial neat (undiluted) sample results which are depressed relative to testing of diluted samples, where the higher results from the diluted samples are consistent with the patient¿s clinical condition. The initial (undiluted) ca 19-9 result for this patient was high, but not above the assay¿s measuring range (1.20-700.00 u/ml). The initial result was not reported to physicians. When diluted, the sample produced much higher results. Additional dilution testing performed for investigation several days later reproduced the pattern seen in initial testing. The initial (undiluted) results for this sample were identified as falsely depressed relative to the higher results obtained following sample dilution, which were considered consistent with the patient¿s clinical picture. There are no allegations of any adverse patient consequences in association with the observed discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of depressed atellica im ca 19-9 (ca 19-9) results for neat (undiluted) samples which were discordant relative to testing of the same samples following dilution. Siemens is investigating.